Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were falling often for the past 3-4 months. Two days ago programmer showed code oor. They cleared oor but it came back up again. They were redirected to the physician.